Event description:
It was reported that at the time of implant, blood was seen inside the connector block where the silicon and titanium connect. It was not at the lead connection port. The hcp attempted to wipe the blood away. Impendence tests were ok, so the device was implanted. There was no sign of contamination prior to the device being implanted. The patient was seen the following week for reprogramming and recharge training. The patient complained of shocking on the upper left quadrant of the device pocket. He also noted the stimulation shut off depending on the patient's position. The device was reprogrammed and the patient then felt a "buzzing" sensation and no longer had a lack of stimulation with position changes.

Manufacturer narrative:
(B) (4).